Event description:
Malfunction: system message displayed during a procedure. Pt impact is unk. The customer reported that the system displayed a service message during a procedure. It is unk if the case was able to be completed or if there was any pt impact. Add'l info has been requested multiple times, but no info is expected.

Manufacturer narrative:
The company service rep examined the system and determined that the laser engine was not operating. He was not able to confirm if the case was completed or if any cases were canceled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).